Event description:
Customer reported that the t:slim x2 pump battery was not charging using a third-party wall adapter. There was no adverse impact on the customer¿s blood glucose level. Customer attempted troubleshooting steps without success and had no alternative charging cable. Technical support sent a replacement tandem cable and wall adapter by two-day shipping and provided a goodwill replacement pump. Customer was advised to follow up with their healthcare provider for emergency backup insulin therapy.